Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
According to reporter the listed tracheostomy tube product was leak checked prior to use with no leakage confirmed. After an unknown amount of time in use, leakage occurred. Tracheostomy tube was replaced without issue. No adverse health outcome resulted from this event.

Manufacturer narrative:
The reported suctionaid tracheostomy 8.0mm soft seal cuff device was returned for investigation and the complaint was confirmed. The returned sample was received in used conditions, inflated and without its original packaging. Visual inspection was performed at a distance of 12" to 24" and at normal conditions of illumination; results showed no cracks or holes were detected in the connector. Functional testing was performed and the sample was connected to an air supply and submerged underwater. The results of the functional testing confirmed leakage was detected in the bonding between the connector and the flange of the trachy flange suctionaid 8.0 mm (p/n: 007/089/580). Probable root cause is a defective trachy flange suctionaid 8.0 mm was received from supplier.